Manufacturer narrative:
H.6. Investigation: samples were returned and investigated. The customer¿s complaint of infusion completing sooner than expected was not confirmed or reproduced during testing. However backflow was observed from the secondary to the primary during testing; the secondary IV bag empty would give the impression that the infusion has completed faster than expected. A quality memo has been sent to the supplier for further investigation. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll had flow issues and completed 40 minutes after the infusion was started. This occurred 2 separate times during use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rn noticed that a kcl bolus had completed more quickly than it should have, at 40 minutes post start time the bag and chamber were already empty. This same discrepancy occurred with the antibiotic that was currently infusing." "It was reported that on (B)(6) 2020 a secondary infusion of potassium chloride (10 meq in 100ml) was programmed for a rate of 100ml/h and started on pump module sn (B)(6) at 2:28pm as a piggy-back onto the lactated ringers primary infusion (1l, rate of 95 ml/h), however the secondary infusion completed faster than expected when the bag was unexpectedly found dry at 3pm, 40 minutes after the infusion was started (should have infused over 60 minutes)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll had flow issues and completed 40 minutes after the infusion was started. This occurred 2 separate times during use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rn noticed that a kcl bolus had completed more quickly than it should have, at 40 minutes post start time the bag and chamber were already empty. This same discrepancy occurred with the antibiotic that was currently infusing." "It was reported that on (B)(6) 2020 a secondary infusion of potassium chloride (10 meq in 100ml) was programmed for a rate of 100ml/h and started on pump module sn (B)(4) at 2:28pm as a piggy-back onto the lactated ringers primary infusion (1l, rate of 95 ml/h), however the secondary infusion completed faster than expected when the bag was unexpectedly found dry at 3pm, 40 minutes after the infusion was started (should have infused over 60 minutes)."